Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to finish troubleshooting with tandem technical support at the time of the event. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.